Event description:
The balloon on the unibody mic-key gastro-jejunal (gj) tube was broken after less than one month of use. There was no harm to the pt. The pt came in to have it replaced without any events.